Event description:
The package containing the sterile vial of monomer was broken. Add'l units were available and used to complete the surgery. There was no adverse consequence for the pt.

Manufacturer narrative:
Eval results indicated that the damage observed was the result of a significant force, which more than likely occurred during eh shipping and handling of the product.